Manufacturer narrative:
Concomitant medical products: 6725 adaptor, implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced erosion of the implantable pulse generator (ipg) through the skin. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.